Event description:
The customer alleged the temperature light did not come on. The customer stated that no patients were involved. The unit is back in operation.

Manufacturer narrative:
The customer replaced a blown fuse.